Event description:
The valve is reported to have a hole. Follow-up info received by jjpi revealed the valve was implanted and replaced six to eight months later. It is unknown if the second surgery was performed because of difficulties resulting from the hole or if the surgery was performed for another reason and the hole noted at that time.